Event description:
Nurse administering velcade subq using bd phaseal closed system drug transfer device. 3-5 drops of chemotherapy medication leaked from the needle-phaseal connection onto the patient. This is not the first time the phaseal has malfunctioned when administering a medication subcutaneously. Connector luer lock were used in this event, however, the event was replicated in the past with other lot numbers. Bd has been notified in the past of this issue.